Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock from his device due to noise that was being oversensed. Technical services (ts) reviewed device data and there has been no previous treated or untreated episodes. Ts recommended to bring the patient in for an in-clinic evaluation. It was noted that the patient is an electrician and was working when he received a shock from a light fitting he was working on. Then a few moments later, the patient received one shock from his device. At this time, the device remains in service. No adverse patient effects were reported.